Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022.the last cgm reading the patient remembered seeing on the receiver before she lost consciousness was 160 mg/dl. A friend found the patient unconscious and called emergency medical services (ems). Upon paramedic arrival the bg finger stick value was 30 mg/dl, and after treatment she regained consciousness. She did not remember the name of the medication which paramedics used. She was also given food to stabilize the bg. She was treated at home and did not go to the hospital. After the event she was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.